Event description:
The distributor reported on behalf of the user facility, an out of box failure of two devices. The device involved in the event described herein, could not be calibrated to zero. On september 27, 2006, additional info about the circumstance of the incident and the pt status was requested. On october 3,2006, the distributor stated that replacement product was available. No surgical delay or pt injury was reported.

Manufacturer narrative:
The device involved in the reported incident has been received and an investigation has been initiated.